Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (30 worldwide reportable incidents out of estimated 233,000+ procedures performed to date) is approximately 0.013% of the procedures and within the acceptable range as identified in risk analysis documentations.

Event description:
Clinic reported a patient who developed hidradenitis suppurativa in right axilla ~5.2 months post miradry treatment. Symptoms presented at 4 months post-treatment. Antibiotics (keflex 500mg bid) for 10 days and warm compresses on affected area were prescribed. However, the symptoms did not improve. Another set of antibiotics (doxycycline 100mg bid) for 10 days was prescribed. The symptoms resolved.